Event description:
It was reported to boston scientific corporation that a passport ureteral balloon dilatation catheter was used during a ureteroscopy procedure. According to the complainant, during the procedure, the physician attempted to dilate a stricture at the intramural tunnel within the ureter to review a stone above the stricture. During inflation, the balloon ruptured. It is unknown what size or pressure the balloon was inflated. The physician reported that the balloon failed prior to reaching the maximum balloon pressure. No part of the balloon detached. It is unknown whether the passport ureteral balloon dilatation catheter came into contact with a stone during inflation. The physician completed the procedure with a uromax ultra balloon dilatation catheter. The condition of the patient following the event was reported as "fine". This report is for one of three devices. Refer to associated manufacture reports # 3005099803-2010-02893 and # 3005099803-2010-02894 for a description of the second and third devices.